Event description:
A surgeon reported a patient experiencing blurry vision at all distances following bilateral intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/17/2009 and 06/22/2009 by fax, mail and phone. Patient records and a completed questionnaire were received. This report was mailed to FDA on: 07/10/2009.